Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that a torque limiting handle malfunctioned and a final driver broke while being used together to final tighten a blocker during surgery. A second final driver was used to complete the procedure. There were no reports of patient impacts associated with this event. This is report two of two for this event.